Manufacturer narrative:
The referenced chronic recurrent infection was reported under medwatch MFR report #2916596-2018-00632. (B)(4). Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for active chronic recurrent infection, which is now pump pocket infection. The patient was treated with intravenous antibiotics. Additional information was request, but not provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.